Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the patient wasn't sure what day the event occurred, but it happened some time in (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was determined that the cause of the issue was that the patient turned the ins off with their programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use, it was reported that the patient's ins switched itself off. The patient turned the ins back on with their programmer. The physician checked the device for analysis. There were no surgical interventions taken or planned. The issue was reported as resolved. There were no symptoms reported. No further complications were reported or anticipated.